Manufacturer narrative:
Device powered up after battery installation and was stuck in a medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to device not booting up.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had frozen display. The customer¿s blood glucose was 205 mg/dl at the time of incident. Customer reported that there was no response from any button and time clock did not change. Display was not blank. The insulin pump will be returned for analysis.